Event description:
A report was received that during a lead revision, due to migration, the physician replaced the lead because one of the contacts was not working. The pt is reportedly doing well following the revision.

Manufacturer narrative:
The explanted lead was not returned to bsn for further evaluation as it was discarded by the medical facility. A review of the mfg documentation revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.